Manufacturer narrative:
Additional information received on (B)(4) 2016 indicated that the customer's pump had been keeping accurate time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the customer's pump will "lag behind" the time displayed on a cell phone. The customer had experienced high and low blood glucose (bg) levels and was not sure if the time issue was the cause of the fluctuating bg levels.